Event description:
During a hormone pelleting procedure, needle broke off into the tissue of the right buttock. The needle broke off at the base near the plastic tip. Clinic is concerned the needle was defective as routine surgical procedure was followed and the protocol was followed with an experienced provider. The needle is still in the tissue and the clinic is attempting to get an interventional radiologist to assist at the removal, as general surgery was unsuccessful. 08/05/2020: the patient eventually was able to get the needle removed.